Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had "some issues" with their previous implantable pulse generator (ipg). The ipg was explanted and replaced. No patient complications have been reported as a result of this event.